Manufacturer narrative:
Additional information was initially received on 04mar2026 and reported (see related report number). Later, information was received that indicated it was related to this product.

Event description:
It was reported that this right atrial (ra) lead became dislocated into the right ventricle due to spontaneous retraction of the helix. It was later reported that only partial helix exposure was observed during implantation. X-rays were taken which confirmed the dislodgement. Subsequently, the patient was hospitalized for shortness of breath and this lead was replaced. No additional adverse patient effects were reported. This product is available for return for analysis. According to additional information, this lead exhibited loss of capture (loc) along with, high capture thresholds, a reduction in atrial sensing and oversensing of the ventricular signal by the this atrial lead due to the dislodgement. It was noted that the helix was shown to be partially exposed with the initial implant x-ray the day after implant.

Event description:
It was reported that this right atrial (ra) lead became dislocated into the right ventricle due to spontaneous retraction of the helix. It was later reported that only partial helix exposure was observed during implantation. X-rays were taken which confirmed the dislodgement. Subsequently, the patient was hospitalized for shortness of breath and this lead was replaced. No additional adverse patient effects were reported. This product is available for return for analysis.